Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-61763 for the insulin pump.

Event description:
It was reported that insulin leaked out of the reservoir into the insulin pump. It was also stated that the customer experienced high blood glucose readings of 440 mg/dl due to insulin not being delivered. Customer declined to troubleshoot. Nothing further reported.